Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had blood glucose levels of 523 mg/dl and 478 mg/dl. The customer stated that they are on medication because they have multiple sclerosis. It was also reported that the customer had a bent cannula, and insulin was not exiting the insulin pump. Troubleshooting occured. Advised to change the set, and monitor the insulin pump.